Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to unlocked keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer blood glucose level was 210 mg/dl. Customer states that they were having hard time using the buttons on the screen. Customer states the minute¿s change. Customer states that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.